Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and, although the same malfunction code recurred initially, it did not happen again after subsequent actions. Technical support planned to replace the pump and advised the customer to continue using it, instructing them to report any further malfunctions. The customer understood the guidance provided.